Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead had bad thresholds and dropped. The physician then repositioned the lead. This ra lead remains in service. No additional adverse patient effects were reported.